Event description:
A customer observed false negative hbsag results for the vitros hbsag assay. Alternate testing was positvie for hbsag. False negative results could result in inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the eci analyzer was operating as expected during the time of this event. Dna testing was positive for hbsag for one sample in question. An additional sample was requested from this patient for analysis. The sample has not yet been received. The root cause of this event is unknown.